Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance, a clearlink continu-flo solution set in which the luer connections became loose and fell apart. The facility confirmed that some nurses did not tighten these pieces per the label copy when removed from the packaging. A re-education has been scheduled at the facility. There was no patient involvement, medical intervention, or adverse event associated with this report. No additional information is available.